Event description:
The patient reported that they put the v-go on in the morning and at lunch time they noticed that the needle was not in. The patient pressed the needle button and it only stayed in for a little while. It would not go in at all after the initial occurrence. The patient reported that this is about the third time since they started using v-go that the issue has occurred, however no specific event dates were provided. One time when it wouldn't go in they forced it, then it jammed and would not come out when they tried to replace it. The device was reported to be available for return, however to date, has not been received by the manufacturer for evaluation.